Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the display screen was dimmed and fading. Battery compartment area is also allegedly cracked. This complaint is being reported because the alleged issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 07/30/2013 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the display screen was observed to have an ink spot in the top right corner. A test screen was inserted and functioned appropriately. Unrelated to the complaint, visible moisture corrosion was found in the battery compartment due to a battery compartment leak.